Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 244 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the notification light to stop flashing. Customer troubleshoot was performed. The customer was advised to insulin pump will need to be replaced and to refer to the backup plan. The insulin pump will not be returned for analysis.